Event description:
It was reported that the patient's wife believed the patient was being "overstimulated" by their device. It was stated the day after a reprogramming session, the patient had "fallen four times" and his behavior is "different." It was stated the patient was "agitated and swearing." The reporter was unable to turn the device off. The reporter was guided through turning the device off successfully, and was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4). Product type: programmer, patient product ID: 37 085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension, product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension, product ID: 3389s-40, lot# v846964, implanted: (B)(6) 2012. Product type: lead, product ID: 3389s-40, lot# v813625, implanted: (B)(6) 2012. Product type: lead. (B)(4).